Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the device exhibited an intermittent loss of atrial pacing. The anomaly was repeated when the leads were disconnected and reconnected to the generator.